Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice device, an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during drain 4 of 4. The technical service representative (tsr) explained the alarm. There were no leaks, no unused lines open, and the home patient (hp) said shey did not disconnect. The hp cycled the power and a system error 2367 occurred. The tsr assited to get the therapy readings and remove the cassette. The tsr advised the hp to let her registered nurse know about the alarm. There was nothing found during troubleshooting that would cause or contribute to the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.